Event description:
It was reported that the pt was admitted in labor and delivered vaginally. The delivery resulted in a first degree perineal and peri-clitoral laceration that was repaired with 4-0 absorbable suture. The next day, the pt underwent elective tubal ligation and was discharged in stable condition the next day. Nine days later pt was reeadmitted with a surgical wound infection, as evidenced by fever of 100-101 f, redness, warmth and induration at the incision site. They underwent incision and drainage of the wound the next day, and treated with cleocin and gentamicin. Pt was discharged for home care wound management four days later.